Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient needed assistance with turning their device back on after a kidney infection. The patient has had constant kidney infections and had the device turned off for some time. The patient was assisted with turning their device on and increased stimulation. The patient then felt a shocking sensation in the buttock area. The patient decreased the stimulation and felt it more comfortably. The concern was resolved and there is no next course of action since the patient felt the stimulation comfortably. The kidney infection was all taken care of, but it was not disclosed how the infection cleared. There was no patient complications reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201. Serial number: (B)(6). Batch/lot number: al1j921553. Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4). Block g4: pre-market / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device is still implanted. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of infection and undesired sensations (stimulation-related) was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Correction: block b5: updated.

Event description:
It was reported the patient needed assistance with turning their implanted neurostimulator back on after a kidney infection. The patient has had constant kidney infections and had the device turned off for some time. The patient was assisted with turning their device on and increased stimulation. The patient then felt a shocking sensation in the buttock area. The patient decreased the stimulation and felt it more comfortably. The concern was resolved and there is no next course of action since the patient felt the stimulation comfortably. The kidney infection was all taken care of, but it was not disclosed how the infection cleared. There was no patient complications reported.